Event description:
It was reported that pump battery did not charge when customer used pump charging cable with usb power source on sofa, and customer could not test a wall outlet during initial call. There was no reported impact to the customer¿s blood glucose level. Customer later reported that changing wall adapter resolved charging issue using same tandem charging cable, was informed that non-tandem charging supplies were not recommended except for troubleshooting, acknowledged this information, and was provided replacement charging supplies by technical support.